Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the implant site is still pink and she feels a little pain. It was later reported by the patient that her head feels hot, she has a sore throat and that she has pain down her arm and in her shoulder and she feels warm all the time. The device remains in use. No further patient complications have been reported as a result of this event.